Event description:
Customer reported that half of a 19 fr. Round tubeless blake drain broke off in a pt's incision site while the surgeon was attempting to remove the device three days post op. The pt was returned to surgery for removal of the device half.